Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The patient presented to the hospital after inappropriate high voltage (hv) therapy was delivered. Upon interrogation, noise causing the inappropriate hv therapy on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed that there were externalized conductors on the rv lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
(B)(6).